Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but further product information was not provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the access site issues were related to product performance of the faradrive. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that in relation to a pulse field ablation (pfa) procedure using a faradrive steerable sheath, the patient experienced bleeding. The patient required hospitalization and unspecified medical intervention. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the complication at the access site included a pseudoaneurysm.

Event description:
It was reported that in relation to a pulse field ablation (pfa) procedure using a faradrive steerable sheath, the patient experienced bleeding. The patient required hospitalization and unspecified medical intervention. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.